Event description:
It was reported that during preparation for a stenting procedure, stent dislodgement occurred. A 3.00x12mm promus element plus drug eluting stent was being prepared for the procedure and the protective cover of the stent was removed from the stent. The stent got stuck on the cover and when it was removed the stent came off from the stent delivery system. The procedure was completed with another of same device. No patient complications were reported and the patient is fine.

Event description:
It was reported that during preparation for a stenting procedure, stent dislodgement occurred. A 3.00x12mm promus element plus drug eluting stent was being prepared for the procedure and the protective cover of the stent was removed from the stent. The stent got stuck on the cover and when it was removed the stent came off from the stent delivery system. The procedure was completed with another of same device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the product mandrel partly inserted. The stent had dislodged from the catheter and was resting on the mandrel and partly lodged inside the stent protector. The stent was severely bunched up at the proximal side. The stent protector had been pulled over the pig tail of the mandrel indicating excessive force had been used when removing the stent protector. Stent crimp marks and pillowing were clearly visible on the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).